Event description:
In 2002 (exact date unknown), the pt underwent flap revision surgery to thin the flap due to poor external headpiece retention. In 3/2002, a co rep evaluated the pt. At that time, an extra magnet was placed on headpiece. Impedance measurements were within normal limits. It was noted at that time that fluid was present and the flap felt thin. It was decided that the surgeon would monitor this pt's ics site over the next several months. In 2002, a co rep spoke with the audiologist on the phone. The audiologist confirmed that the pt continued to improve and there were no further reports of problems with the skin flap or headpiece retention.